Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation (fallopian tube(s))."), menorrhagia ("abnormal bleeding menorrhagia") and device dislocation ("migration") in a 44-year-old female patient who had essure (batch no. Xo2351-invalid, m40837-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and nasal septal operation. Previously administered products included for bleeding nos: mirena iud; for an unreported indication: losartan, glipizide, victoza, synthroid and atorvastatin. Concurrent conditions included drug hypersensitivity (facial swelling), unspecified vitamin d deficiency, patellofemoral pain syndrome, anemia, obesity, type 2 diabetes mellitus, hypothyroidism and hyperlipidemia. Concomitant products included levothyroxine, medroxyprogesterone (depo provera), metformin and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, 5 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine leiomyoma ("uterine fibroids / intramural leiomyoma of uterus"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent total hysterectomy), surgery (underwent total hysterectomy), surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, device dislocation, menstrual disorder, uterine leiomyoma, depression and anxiety outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2011: the patient had hysterosalpingogram : result not provided. On (B)(6) 2015 : procedure- urine culture. Final report- mixed gram positive species 3 or more organisms present. Suggests contamination with genital/perineal flora. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Event added: depression and mental anguish. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation (fallopian tube(s))."), menorrhagia ("abnormal bleeding menorrhagia") and device dislocation ("migration") in an adult female patient who had essure (batch no. Xo2351, m40837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and nasal septal operation. Previously administered products included for bleeding nos: mirena iud; for an unreported indication: losartan, glipizide, victoza, synthroid and atorvastatin. Concurrent conditions included drug hypersensitivity (facial swelling), unspecified vitamin d deficiency, patellofemoral pain syndrome, anemia, obesity, type 2 diabetes mellitus, hypothyroidism and hyperlipidemia. Concomitant products included levothyroxine, medroxyprogesterone (depo provera) and metformin. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent total hysterectomy),surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, dysmenorrhoea, device dislocation, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2011: the patient had hysterosalpingogram : result not provided. On (B)(6) 2015 : procedure- urine culture final report- mixed gram positive species 3 or more organisms present. Suggests contamination with genital/perineal flora. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received : the patient and reporter information updated. The events abnormal bleeding(vaginal, menorrhagia), hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), pain, perforation (fallopian tube(s)) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation (fallopian tube(s))."), menorrhagia ("abnormal bleeding menorrhagia") and device dislocation ("migration") in a 44-year-old female patient who had essure (batch no. Xo2351-invalid, m40837-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and nasal septal operation. Previously administered products included for bleeding nos: mirena iud; for an unreported indication: losartan, glipizide, victoza, synthroid and atorvastatin. Concurrent conditions included drug hypersensitivity (facial swelling), unspecified vitamin d deficiency, patellofemoral pain syndrome, anemia, obesity, type 2 diabetes mellitus, hypothyroidism and hyperlipidemia. Concomitant products included levothyroxine, medroxyprogesterone (depo provera) and metformin. On (B)(6) 010, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, 5 years 8 months after insertion of essure, the patient experienced uterine leiomyoma ("uterine fibroids / intramural leiomyoma of uterus"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent total hysterectomy), surgery (underwent total hysterectomy), surgery (bilateral salpingectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, dysmenorrhoea, device dislocation, menstrual disorder, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2011: the patient had hysterosalpingogram : result not provided. On (B)(6) 2015 : procedure- urine culture final report- mixed gram positive species 3 or more organisms present. Suggests contamination with genital/perineal flora. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Update of information (batch is invalid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), fallopian tube perforation ("perforation (fallopian tube(s))/perforation fallopian tube"), menorrhagia ("abnormal bleeding menorrhagia") and genital haemorrhage ("bleeding") in a 38-year-old female patient who had essure (batch no. Xo2351-invalid, m40837-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not perform essure confirmation test". The patient's medical history included appendectomy and nasal septal operation. Previously administered products included for bleeding nos: mirena iud; for an unreported indication: losartan, glipizide, victoza, synthroid and atorvastatin. Concurrent conditions included drug hypersensitivity (facial swelling), unspecified vitamin d deficiency, patellofemoral pain syndrome, anemia, obesity, type 2 diabetes mellitus, hypothyroidism and hyperlipidemia. Concomitant products included acetylsalicylic acid (aspirin) from 2015 to 2016, atorvastatin from 2015 to 2016, leuprorelin acetate (lupron depot) in 2016, levothyroxine, levothyroxine sodium (synthroid) since 2009, losartan from 2015 to 2016, medroxyprogesterone acetate (depo provera) from 2010 to 2016, metformin and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric condition: depression and anxiety"), 2 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and was found to have uterine leiomyoma ("uterine fibroids / intramural leiomyoma of uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, underwent total hysterectomy on (B)(6) 2016, underwent total hysterectomy on (B)(6) 2016 on,salpingectomy bilateral removal of fallopian tubes and underwent total hysterectomy,salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, dysmenorrhoea, menstrual disorder, uterine leiomyoma, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there was decrease of pain 2 weeks after removal diagnostic results: on (B)(6) 2011: the patient had hysterosalpingogram : result not provided. On (B)(6) 2015 : procedure- urine culture. Final report- mixed gram positive species 3 or more organisms present. Suggests contamination with genital/perineal flora. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received. Events per pfs: genital bleeding and plaintiff did not perform essure confirmation test were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation (fallopian tube(s))."), menorrhagia ("abnormal bleeding menorrhagia") and device dislocation ("migration") in a 44-year-old female patient who had essure (batch no. Xo2351, m40837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and nasal septal operation. Previously administered products included for bleeding nos: mirena iud; for an unreported indication: losartan, glipizide, victoza, synthroid and atorvastatin. Concurrent conditions included drug hypersensitivity (facial swelling), unspecified vitamin d deficiency, patellofemoral pain syndrome, anemia, obesity, type 2 diabetes mellitus, hypothyroidism and hyperlipidemia. Concomitant products included levothyroxine, medroxyprogesterone (depo provera) and metformin. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, 5 years 8 months after insertion of essure, the patient experienced uterine leiomyoma ("uterine fibroids / intramural leiomyoma of uterus"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent total hysterectomy), surgery (underwent total hysterectomy), surgery (bilateral salpingectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, dysmenorrhoea, device dislocation, menstrual disorder, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2011: the patient had hysterosalpingogram : result not provided. On (B)(6) 2015 : procedure- urine culture. Final report- mixed gram positive species 3 or more organisms present. Suggests contamination with genital/perineal flora. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event uterine fibroids / intramural leiomyoma of uterus added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration'), fallopian tube perforation ('perforation (fallopian tube(s))/perforation fallopian tube') and menorrhagia ('abnormal bleeding menorrhagia') in a 38-year-old female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not perform essure confirmation test". The patient's medical history included appendectomy and nasal septal operation. Previously administered products included for bleeding nos: mirena iud; for an unreported indication: losartan, glipizide, victoza, synthroid and atorvastatin. Concurrent conditions included drug hypersensitivity (facial swelling), unspecified vitamin d deficiency, patellofemoral pain syndrome, anemia, obesity, type 2 diabetes mellitus, hypothyroidism and hyperlipidemia. Concomitant products included acetylsalicylic acid (aspirin) from 2015 to 2016, atorvastatin from 2015 to 2016, leuprorelin acetate (lupron depot) in 2016, levothyroxine, levothyroxine sodium (synthroid) since 2009, losartan from 2015 to 2016, medroxyprogesterone acetate (depo provera) from 2010 to 2016, metformin and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric condition: depression and anxiety"), 2 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and was found to have uterine leiomyoma ("uterine fibroids / intramural leiomyoma of uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (total hysterectomy,salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, dysmenorrhoea, menstrual disorder, uterine leiomyoma, depression and anxiety outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there was decrease of pain 2 weeks after removal patient received treatment for pain and bleeding. Diagnostic results: on (B)(6) 2011: the patient had hysterosalpingogram : result not provided. On (B)(6) 2015 : procedure- urine culture. Final report- mixed gram positive species 3 or more organisms present. Suggests contamination with genital/perineal flora. Lot no. (Xo2351 and m40837) are not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Lot number added. Reporter information were added. Seriousness criteria removed for genital hemorrhage. \\we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration'), fallopian tube perforation ('perforation (fallopian tube(s))/perforation fallopian tube') and menorrhagia ('abnormal bleeding menorrhagia') in a 38-year-old female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not perform essure confirmation test". The patient's medical history included appendectomy and nasal septal operation. Previously administered products included for bleeding nos: mirena iud; for an unreported indication: losartan, glipizide, victoza, synthroid and atorvastatin. Concurrent conditions included drug hypersensitivity (facial swelling), unspecified vitamin d deficiency, patellofemoral pain syndrome, anemia, obesity, type 2 diabetes mellitus, hypothyroidism and hyperlipidemia. Concomitant products included acetylsalicylic acid (aspirin) from 2015 to 2016, atorvastatin from 2015 to 2016, leuprorelin acetate (lupron depot) in 2016, levothyroxine, levothyroxine sodium (synthroid) since 2009, losartan from 2015 to 2016, medroxyprogesterone acetate (depo provera) from 2010 to 2016, metformin and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric condition: depression and anxiety"), 2 months 3 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and was found to have uterine leiomyoma ("uterine fibroids / intramural leiomyoma of uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (total hysterectomy,salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, dysmenorrhoea, menstrual disorder, uterine leiomyoma, depression and anxiety outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there was decrease of pain 2 weeks after removal patient received treatment for pain and bleeding. Diagnostic results: on (B)(6) 2011: the patient had hysterosalpingogram : result not provided. On (B)(6) 2015 : procedure- urine culture. Final report- mixed gram positive species 3 or more organisms present. Suggests contamination with genital/perineal flora. Lot no. (Xo2351 and m40837) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent total hysterectomy). At the time of the report, the uterine perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.